Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed to sense in the ventricular and pace in the ventricular when necessary. Atrial sensing and pacing were not programmed on. The patient implanted with this ICD experienced sinus bradycardia, an orthostatic episode, and retrograde conduction all of which resulted in atrial-ventricular (av) dysynchrony and, ultimately, syncope.